Event description:
It was alleged that during a case, the light bulb heated up and melted the delron. The case was delayed for approx 10 mins. There was no injury reported.

Event description:
It was alleged that during a case, the light bulb heated up and melted the delron. The case was delayed for approx 10 minutes. There was no injury reported.